Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that upon insertion of the lens into the patient¿s right eye, the haptic ripped near the haptic/optic junction. Reportedly, the incision was enlarged to remove the lens and a backup lens of the same model was implanted. The patient was fine and had no problems post procedure.

Manufacturer narrative:
The device was not available for return; therefore, a product evaluation could not be performed. Review of the device history record (DHR) did not find any nonconformities or anomalies related to this complaint. Based on available information, a root cause for the reported event could not be conclusively determined. However, user related factors, such as loading or handling techniques and/or procedural factors, such as lens and inserter interaction, might have contributed to the event. However, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.